Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage requiring transfusion and perforation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage, hemorrhage and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve and three clips were successfully deployed, reducing mr to 1. The patient was transferred to intensive care unit (ICU). After the patient arrived at the ICU, it was discovered that the right femoral artery was bleeding severely due to a perforation at the femoral artery. An unspecified stent was deployed to treat the perforation and a blood transfusion was performed. This required prolonged hospitalization. The physician stated it is unknown if the sgc caused or contributed to the perforation of the right femoral artery as there was no bleeding during or shortly after the mitraclip procedure. The patient is stable. No additional information was provided.